Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2024 due to insulin flow blocked. Blood glucose level was 400 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was treated wtih intravenous (IV) insulin drip. No further information was available.